Event description:
Patient underwent an MRI of the pelvis with anesthesia. MRI was completed according to physician's order. ECG pads were repositioned during the MRI procedure on left and right sides. Adjustment of the ECG pads was made 9-12 minutes into procedure, per MRI technologist due to the poor signal trace. MRI technologist and crna jointly made adjustment and further scanning was done. Total scan time for the patient was around 25-30 minutes. The entire MRI procedure spanned from approximately 8:00 am to 9:30 am. Following the MRI procedure, the recovery room notified the MRI department because the patient had developed some form of skin irritation to the ECG pads. The patient had five areas of irritation, one at the center of the sternum and two on the right side and another two on the left side. Performed all safety checks on monitor. In particular, ECG leakage current was within manufacturer's specified limits.